Event description:
According to the reporter, when they were cutting off the bronchial tube in a laparoscopy thoracoscopic lobectomy, the stapler was unable to fire even though they were able to press the green button and squeeze the handle. They used another device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were cutting off the bronchial tube in a laparoscopy thoracoscopic lobectomy, the stapler was unable to fire even though they were able to press the green button and squeeze the handle. They used another device to complete the case. There was no patient injury.